Event description:
This lead was explanted and replaced due to noise on the rv channel. There were no adverse pt events reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal part of the lead was received. It is reasonable to assume that the lead was dissected during surgery. The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of abrasion. At the distal part of the lead a rubbed through insulation was found. This insulation damage can be considered as the root cause for the observed noise as mentioned in the complaint description. Based on the characteristics of theses findings, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation and the deformation of the vcs shock coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.